Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire body was bent. A new device was used and procedure successfully completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) 2-l catheter, and dilator for evaluation. Visual inspection of the swg revealed four distinct bends/kinks in the body. Microscopic examination confirmed both welds were present and spherical. The bends in the guide wire measured 9 mm, 140 mm, 258 mm, and 429 mm from the proximal weld. The total length of the guide wire measured 451 mm which is within the specification of 444-456 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.445 mm which is within the specification of 0.43-0.47 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through the ars with minimal resistance. The IFU also states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a fi rm grip on guidewire." The undamaged portions of the guide wire passed through the returned catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. Four bends were found in the returned swg. The returned guide wire passed all relevant dimensional and functional requirements. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the condition of the guide wire returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire body was bent. A new device was used and procedure successfully completed. No patient harm reported. The patient's condition is reported as fine.